Event description:
Patient reported left side capsular contracture, baker grade IV. A capsulectomy was performed and "double capsule" found. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure creases and particles were observed. None of the observations are found to be potentially related to the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker rade IV.

Event description:
Patient reported capsular contracture, baker rade IV. The device remains implanted. This relates to the left side.

Event description:
Patient reported left side capsular contracture, baker grade IV. The device has been explanted.